Manufacturer narrative:
Relevant additional information has been received for this event. This information is being provided in this supplemental report. Please see the updates in sections: g4, g7, h2, and h10. The event took place during the beginning of a setup for an unknown procedure. There was some delay in the setup as the device was swapped for another similar device. The intended procedure was completed.

Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed for it. The device history review confirmed that device conformed to specifications and that there were no abnormalities in manufacturing, nor any special adaptations or variations. A functional test was performed on the device using test equipment. Device was inserted into the video processor and was engaged with a clicking sound indicating the device was properly locked. The test scope was connected and ensured it was firmly secured. Upon powering up the e224 error appears and an error message ¿e224 camera head communication error¿ was displayed on the video processor and the monitor. Focus ring was able to provide manual focusing however after e224 error appears the auto focus button and remote buttons on the camera head failed to work when activated. The device was unable to perform any functions. The rear cover holder failed the leak test due to a crack. There was a shortage in the cable and a dent was observed to the video connector. The e224 error message was attributed to this. The user¿s reported issue of white balance not being possible was also attributed to the e224 error message.

Event description:
The device came in for repair for an unknown error message and white balance could not be done, at which time an error message e224 was observed. There is no reported patient involvement.